Event description:
Patient (pt) reports experiencing potential issues with their last 2 refills of cassettes from lot number: 6085522. Pt reports that while using these cassettes they were not feeling the full effect of their IV remodulin, was feeling very sick where they were having trouble breathing. Pt at one point they got a 'down flow' error on their pump, but then it went away after switching the cassettes. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. IV remodulin pt. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention provided? No. Is the actual product available for investigation? Unknown. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. If no, what was the pt instructed to do in order to continue their therapy? - n/a. Is the therapy life-sustaining? Yes. What is the outcome of the event? ¿ ongoing. Hecc: 1816. Dpc: 2964,1304. Reference report: mw5172861.